Event description:
It was reported that during a routine device check, high capture threshold was observed. Patient was asymptomatic. The device was reprogrammed. Patient will continue to be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.